Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2018-oct-01. It was reported that after the patient lost weight, the pump was pushing on the patient's sciatic nerve which was causing pain. The clinical diagnosis was increased sciatic pain. Medications were administered on (B)(6) 2018 and the event resulted in an unscheduled clinic or office visit. The event was ongoing and the etiology indicated the event was possibly related to the device or therapy, and was not related to the implant procedure.

Manufacturer narrative:
Concomitant medical products:product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2012 product type catheter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event was unresolved at time of study e xit/death/study closure. Additional information received from a healthcare provider via a clinical study clarified that the patient exited the study.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 15 mg/ml of bupivacaine and morphine at 5.776 mg/day via an implantable pump for spinal pain and pancreatitis. It was reported that patient had lost weight and the pump was catching on their hip bone. The patient went from weight (B)(6). The patient went to their healthcare provider (hcp) who felt the pump area and stated they thought the notch where the catheter attached to the pump was catching on the patient¿s right hip bone. An unknown numbing medication was administered to the area and helped for almost two days. The patient reported their pump/hip was really bothering them. The patient could hardly walk the past week. The patient reviewed this was a result of weight loss. It was indicated the issue began about two weeks earlier, in (B)(6) 2018. The patient reported they were preparing to schedule the pump replacement for normal battery life in the next 3 months or so and would try to get that scheduled to resolve this issue. The patient was calling because their insurance had not received the information on the pump replacement and told the patient to call the manufacturer. The patient was redirected to their hcp. No further complications were reported or anticipated.